Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant, high rv threshold and decreased r-waves were observed. Lead dislodgement suspected. Both leads were repositioned successfully.